Event description:
Consumer called to report her mother received a burn while using the ace heat therapy patch. Used all 6 patches at the same time, and they left burn spots on her mother's back. Took her mother to the ER and was told she has 2nd degree burns. Was placed on pain medication and silver cream.

Manufacturer narrative:
Consumer reports using all 6 patches at once. Product was used up and discarded. Lot number is unknown. Unable to conduct product evaluation. Will continue to monitor.